Event description:
A low readings issue was reported with the adc device. Customer reported receiving unspecified sensor scan reading which was lower when compared to a reading obtained on a competitor brand device. Customer experienced dizziness, thirst, tremors and loss of consciousness and was treated with lucosade by a non-healthcare provider. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.